Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Prior to device replacement for normal battery depletion, diagnostic imaging was performed and externalized conductors were observed on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.